Event description:
It was reported that a pump motor stall was reported. It was noted that a critical alarm due to motor stall was not heard but confirmed by telemetry. It was reported that stopped pump may exceed tube set occurred. It was noted that the motor stall coincides with an MRI the patient had on (B)(6) 2014. It was reported that the tube set occurred on (B)(6) 2014 as expected. It was noted that there were no unexpected volume discrepancies at the refill. It was reported that the expected residual volume (erv) was 3.6 ml and the actual residual volume (arv) was 6 ml. It was noted that the patient was fine and no adverse event occurred. It was reported that once telemetry was performed again the motor stall recovery occurred the day of report ((B)(6) 2014). It was noted that the pump was currently used to infuse dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).